Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was found to be running intermittently and the turn knob would not open or close the saw blade coupling. It was also noted that the device failed the saw blade coupling check - turn knob would not open/close the saw blade coupling (step 50), the thrust disk had excessive play, and an unknown liquid was found inside of the guide sleeve and the saw head. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and the cleaning, sterilization, and/or maintenance procedures were not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device had an unspecified malfunction. There were no delays in the surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.